Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality re-lease specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. A review of the device history record indicates this device lot number was released meeting all specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during gastroplasty, the load did not fire. The product is defective. There was no patient injury reported.